Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm for 12 seconds. The procedure was completed with a different device. No patient complications were reported.